Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to cracked end cap. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 285mg/dl. The customer states that insulin was squirting out during manual prime. The customer states the pump was missing the medtronic bumper logo. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.